Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator. Six months ago, the battery longevity was 2.4 yrs, during interrogation on (B)(6) 2019, the longevity was less than 3 months. The device was explanted and replaced. The patient was stable.